Manufacturer narrative:
Age at time of event: over 18 years. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an error code displayed during aspiration. An avx thrombectomy set was selected for a thrombectomy procedure in an arm graft. During the procedure when the device was inside the patient, the catheter leaked around the pump and an error code displayed on the console. The device was in thrombectomy mode and aspiration was lost. The catheter would not stay on; every time it would pump, it would stay off. The procedure was completed with another of the same device. There were no patient complications and the patient condition was noted as fine.